Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening, dark ring and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is: one opening crease sharp in the side posterior assessed, as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.